Event description:
It was reported that the pump battery could not be charged resulting in pump shutting down. Blood glucose was not impacted. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.